Event description:
It was reported "PICC line inserted- patient went for a contract injection, infiltration of contrast at PICC insertion site- PICC re moved-looked like there was a crack in the PICC line at cm 40cm, 5ml/per sec injection omipicc 350 injection." The PICC line was exchanged. The patient's current condition is unknown at this time.

Manufacturer narrative:
(B)(4).